Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017 (B)(6). It was reported that the catheter would be sent on monday, 2017 (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient had lost a significant amount of weight due to gastric bypass and was scheduled for a pocket revision. Upon opening the pocket and pulling the catheter to break it from the fascia, the catheter broke apart. The pump connector then would not detach from the pump itself and ended up in multiple pieces that were being returned. It was indicated that the hcp made the decision to replace the catheter and the entire explanted catheter was being returned for analysis. It was stated that there was no injury to the patient (note this is conflicting with the report of surgical intervention to completely explant and replace the catheter) and that the issue was resolved as the patient was now fine with a status of ¿alive ¿ no injury.¿ the date of the event was (B)(6) 2017. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
The catheter was returned and analysis of the catheter body identified significant twisting that may have affected infusion. Visual inspection confirmed that there was damage to the transition tubing. Analysis also identified damage to the connector that is consistent with difficulty detaching the catheter from the pump.   Conclusion code 92 no longer applies. All codes apply to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: conclusion codes 67 and 77 no longer apply and instead conclusion codes 4315 and 19 apply. If information is provided in the future, a supplemental report will be issued.